Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had an insulation breach with noise, intermittant capture, and inhibition. The polarity was switched and reset to bipolar twice to troubleshoot the situation. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.